Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that patient had diaphragmatic stimulation issue in the atrium. Ra lead was implanted and explanted on the same day due to lead operation issue. No further information available.